Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 12-aug-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 12-aug-2023 h5: no / d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 12-aug-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a power consumption issue with multiple batteries discharging more quickly than others. The batteries were replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was returned to the manufacturer. Manufacturer's analysis subsequently identified a mechanical problem.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and four (4) batteries (B)(6) were returned for evaluation. No performance allegations were made against the controller (B)(6). A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that all returned devices passed visual and functional testing. The batteries were able to adequately charge, and discharge as expected. An internal visual inspection of the controller revealed a crack on standoff post (1) within the controller housing. This is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that this controller was the patient¿s backup controller and was not in use at the time of the reported event. Additionally, log file analysis revealed that the controller had been in use for more than two (2) years. Internal inspection of the batteries revealed no anomalies. Log file analysis revealed that the batteries discharged as expected with no anomalies observed. As a result, the reported event could not be confirmed. A possible cause of the reported event could not be determined since the returned device tested within specification and the issue could not be duplicated. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2021 / serial#: (B)(6), d9: yes, return date: 22-may-2025 h3: yes h4: mfg date:15-sept-2020 h5: no d1: battery d4: (B)(6), d9: yes, return date: 22-may-2025 h3: yes d1: battery d4: (B)(6), d9: yes, return date: 22-may-2025 h3: yes d1: battery d4: bat986597 d9: yes, return date: 22-may-2025 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.